Event description:
A report was received on (B)(6) 2014 from a home therapy nurse (htn)stating that approximately 1 hour into treatment, a (B)(6) male patient noted blood in the waste line. The patient continued treatment for approximately 2 hours and 30 minutes. The patient then began to complain of chest pain and stomach pain. The patient was taken to the emergency room (ER) where he was diagnosed with a non-specific hemolytic reaction resolving spontaneously. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
Based on the analysis performed on the returned cartridge and the log file analysis, there is no evidence to suggest a malfuntion or defect contributed to the generation of hemolysis. Data in the log file strongly suggests that no actual blood leak occurred.

Manufacturer narrative:
The disposable cartridge has not been returned as requested and the lot number was not provided. The patient treatment log files were not made available at the time of this report.